Event description:
The customer reported that disopa splashed in a healthcare worker's (hcw's) right eye. The hcw washed her eye with running water then went to see ophthalmologist. During the afternoon, she felt like something was in her eye and experienced hyperemia. The hcw went back to see an ophthalmologist and corneal erosion was found. The hcw was syringing the disopa from a tray into a tube to disinfect the inside of the tube when it splashed into her right eye.

Event description:
The physician deployed a 3.0mm diameter x 24mm length endeavor rapid exchange (rx) drug-eluting stent to the proximal circumflex, following pre-dilatation of the lesion with a 2.5mm diameter x 15mm length balloon. No issue was reported. During the procedure, two other stents were deployed, a 2.5mm diameter x 24mm length and a 2.75mm diameter x 12mm length rapid exchange (rx) to the proximal left anterior descending and mid left anterior descending. (MFR report numbers 2953200-2010-00809 and 2953200-2010-00810). It was reported that approximately three months post-index procedure, the pt passed away from heart failure.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. Complaint history trending for disopa solution could not be performed without a lot number. A review of the defects per million opportunities (dpmo) chart over the past 12 months (november 2009 to october 2010) for cidex opa solution (which includes disopa solution) with the problem code of "hr-eye splash" was retrieved. The overall trend has been below the upper control limit. Batch record review of disopa was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for user eye exposure is below the threshold of 100. The shuma (system hazard use misuse analysis) hazard was identified and assessed as a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similar symptoms and the hazard/risk index indicates the associated risk is none/negligible. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa is similar to cidex opa solution sold in the united states. As indicated in the cidex opa instructions for use: avoid contact with eyes, skin, or clothing. Direct contact with eyes may cause irritation. When disinfecting devices, use gloves of appropriate type and length, eye protection and fluid resistant gowns. Exposure to cidex opa may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. In the majority of these instances health care workers were not using the product in a well-ventilated room or not wearing proper personal protective equipment. It also appears that in some instances, the healthcare workers were not using the product in a manner consistent with the instructions for use. The report received indicated that at the time the reported event occurred the hcw was not wearing eye protection and the splash occurred while the hcw was syringing disopa from a tray into a tube to disinfect the inside of the tube. The IFU states to immerse device completely, filling all lumens and eliminating air pockets, in cidex opa solution for a minimum of 12 minutes at 20°c (68°f) or higher to destroy all pathogenic microorganisms. Remove device from the solution and rinse thoroughly.

Manufacturer narrative:
Patient is reported to have recovered from her symptoms and is doing fine. The cidex opa IFU states: caution, contains 5.5 % ortho-phthalaldehyde. Avoid contact with skin and eyes. Wear suitable protective clothing, gloves and eye/face protection. Avoid contact with eyes, skin, or clothing. Precautions: follow hospital policy and protocol when handling and cleaning soiled devices. When handling cidex opa concentrate, use gloves of appropriate type and length, eye protection and fluid-resistant gowns. When using latex rubber gloves, the user should double glove and/or change single gloves frequently.

Manufacturer narrative:
Additional manufacturer narrative / corrected data: the initial report 2084725-2010-00111 stated "contains 5.5 % ortho-phthalaldehyde". This supplemental report is to correct the statement to say "contains 0.5 % ortho-phthalaldehyde".

Manufacturer narrative:
Correction: changed event type to adverse event device.